Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 120 units of insulin. The customer declined to load a new cartridge and declined to perform troubleshooting. The customer's blood glucose level was 89 mg/dl. It was confirmed that the existing cartridge would continue to be used for insulin therapy.